Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing on the right atrial (ra) lead was noted during atrial arrhythmia on recorded episodes. The lead remains in use. No patient complications have been reported as a result of this event.